Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The alleged issue reportedly occurred in march 2013. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of feeling "hot, tired, lethargic" and felt like she was going to faint. The patient, however, denied receiving any form treatment after the alleged meter issue occurred. At the time of troubleshooting, the csr verified the patient was not using the lfs product for the first time and the test strip completely drew in the patient's blood sample. The alleged issue remains unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up (6/15/2013)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 6/6/2013 and 5/22/2013 respectively with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. The returned meter failed testing. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown. Device returned to mfg date: meter- 5/3/2013, test strips- 5/9/2013.